Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for second time on (B)(6) 2021 due to instability/laxity in the soft tissue. Primary surgery on (B)(6) 2019, and first revision from dislocation on (B)(6) 2020 (previously reported). Surgeon explanted 36/+3 standard humeral cup and replaced it with a 36/+9 standard humeral cup for a total spacing of +18mm.